Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information related to an everflo oxygen concentrator. The device was returned to a third party service center due to customer allegation that the connection is broken. The device was evaluated by a service technician. The evaluation reports that the seives are clogged, body valve is defective, flowmeter is cracked, compressor has no compression, capacitor is defective, manifold is contaminated, rear cover is cracked, overlay is cracked, quick coupler is broken and power cord is damaged. The service technician reports replacing affected parts. There is no report of patient harm or serious injury. No report of medical intervention.